Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro tissue welder became red hot due to the power staying on. The harvest was completed by opening the pt's leg with no other pt effects reported. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation is completed. (B) (4).